Event description:
Event description boston scientific received information that this right ventricular lead was experiencing high thresholds, which resulted in episodes of non-capture and syncope. Four days after it was implanted, the lead was explanted and replaced with an active fixation lead.